Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose due to being put on medication by physician. Customer was also using manual injection in the leg. Cutomer's blood glucose was 425 mg/dl. Customer declined troubleshooting for high blood glucose.